Manufacturer narrative:
Analysis found that the device was returned with a missing bumper, two torn gaskets and a biotek failure due to loose ground pins. The device was disassembled and cleaned. The defective analog front end pcba, gaskets, burnt calibration pcb, and bottom board with broken ferrite were replaced. The device was reassembled and placed into burn-in for 8 hour to check for any heat related failures. The device was tested in accordance to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Occupation: healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the device stopped recording during surgery. There was no patient impact.